Manufacturer narrative:
Per dealer, the alarms worked intermittently. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit beeps with 3, 4 light up and machine shuts off. Ran couple more minutes machine made grinding noise and shut off and no alarms/lights turned machine back on #4 lights up.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing the 3/4 lights to illuminate. Per the evaluation, there was no indication that there was a failure of the lights/alarms. Therefore, this is no longer an FDA reportable event.

Event description:
Dealer is stating that the unit beeps with 3, 4 light up and machine shuts off. Ran couple more minutes machine made grinding noise and shut off and no alarms/lights turned machine back on #4 lights up.